Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.

Event description:
The suture was used during an abdominal hysterectomy procedure. Reportedly, the sutures were cracked and broken. The surgeon used other sutures to complete the procedure. The hosp has reported no pt injury occurred.